Event description:
It was reported the pt's ipg was depleted. It was also reported the ipg could no longer communicate with the charger. As a result, the pt's ipg was explanted and replaced with a different model. Attempts to gather additional info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.